Manufacturer narrative:
E1: initial reporter phone no. : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp continu-flo solution set had backflow (leak) from the clearlink port. This was observed during priming. A new set was used to continue preparation. There was no patient involvement. No additional information is available at this time.